Event description:
Reportedly, the sonnet 2 battery pack cover's safety locks broke. No injuries were sustained. The parents believe that the cover was in a locked position when it broke, but aren't 100% sure. The cover was exchanged.

Manufacturer narrative:
Conclusion: according to the information received, the sonnet battery pack cover safety locks fell out. However, the investigation revealed damages that were most likely caused by mechanical stress (overthightening). This is a final report.

Event description:
Reportedly, the sonnet 2 battery pack cover's safety locks broke. No injuries were sustained. The parents believe that the cover was in a locked position when it broke, but aren't 100% sure. The cover was exchanged.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.